Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9.returned to manufacturer on: 03-apr-2024. H.6. Investigation summary: bd received a shipment box, however , the box was empty and no samples were provided. In addition, 1 photo was provided. Evaluation of photo indicated a tube with additive clump on the tube wall. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. 100 retention samples from bd inventory were visually inspected with no additive abnormalities observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, abnormal additive was observed resembling crystals. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, abnormal additive was observed resembling crystals. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, abnormal additive was observed resembling crystals. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 16-may-2024 device eval by manufacturer? Yes. H.6 investigation summary: bd received twelve (12) samples and one (1) photo for investigation. Evaluation of the samples and photo indicated a tube with additive clump on the tube wall. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. 100 retention samples from bd inventory were visually inspected with no additive abnormalities observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for additive abnormality. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.